Event description:
Customer reported a past low blood glucose (bg) level of 44 mg/dl. Cause was not known. To address the event, the customer consumed carbohydrates, and no further action was required as additional inquiries or follow-up were declined.